Manufacturer narrative:
Device was used for treatment. Actual event date not known. Documented results from service and repair report states that the tip of the device broke off and the blade was disposed into a sharps container. While this could delay surgery or create fragments, there is no report of any adverse consequence to the patient. The product was not returned for evaluation, however, the manufacturing documents were reviewed and no complaint related issues were found. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Event description:
Documented results from service and repair report states that the tip of the device broke off - bkc- broken component, and the blade was disposed into a sharps container.